Event description:
During use of the device for a surgical procedure, the user reported the monitor generated arterial module f033, f071, f133, and f233 error codes. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.